Event description:
Information received by medtronic indicated that the customer received a hyperglycemia due to pump error 41-''motor power supply voltage error detected. This is measured before each single pump stroke, and then continually measured periodically during the entire motor driving period" and error 3 and 54. Troubleshooting was performed and the alarm was cleared successfully and the rewind completed. Customer performed a self test successfully. No harm requiring medical intervention was reported. It was unknown whether the customer continued using the device or not. Insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.